Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the pump exhibited a double beep no cassette. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with some visible damage; the tamper seal was intact. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated. During the investigation, the device was found to be double beeping with no cassette attached. Signs of fluid ingression were also found on the downstream occlusion sensor which is believed to be the possible cause of the reported issue. The downstream occlusion sensor was replaced as corrective action due to the fluid ingression. The root cause was unknown. The product is over 3 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: correction: d4: model number: 6400.